Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this mitral annuloplasty band, the band was explanted and replaced with another annuloplasty band. The physician reported the repair was not possible due to the patient's native tissue. There was no allegation against the band. No additional adverse patient effects were reported.